Manufacturer narrative:
Product complaint # (B)(4). Us FDA MDR determination: it is reasonable to attribute the pain, stiffness, and foreign body reaction to the articulating surfaces. It is reasonable to conclude that the implanted devices did not contribute to the infection that developed 7 years after primary implantation. Occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records receive. After review of medical records, the patient developed increasing right hip pain and difficulty moving. She presented to the emergency department having had a low-grade temperature. The patient was then revised for adverse tissue reaction from a metal on metal articular bearing surface total hip arthroplasty right hip and possible infected right total hip replacement. The patient was considered to have an infected joint but given the prior metal on metal bearing the possibility of an adverse tissue reaction was considered. Operatives note reported deep fascia was identified and there was a granulomatous reaction in the greater trochanteric bursa eroding through the deep fascia. Then encountered a copious amount of milky brown fluid which extended into the hip joint, up the abductors into the lateral thigh musculature. There was significant destruction of the abductor musculature which from what looks like a chronic process. There was a large amount of granulomatous reaction. Doi: (B)(6) 2011; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.